Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 130mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump alarmed motor error noted during basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump passed displacement test. Unable to complete functional including occlusion test and excessive no delivery alarm test due to prime anomaly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.